Event description:
A nurse reported that a cutter did not work during surgery. The cutter was replaced with a standalone item. Timing of event and patient impact are unknown. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the second time the issue occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no probe was returned for malfunctioning of the probe. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined.